Event description:
The lead is being reported based on analysis results which note insulation abrasion.

Manufacturer narrative:
H3; evaluation summary: analysis noted an insulation abrasion which is consistent with that produced by friction to another lead or implanted device. A visual inspection noted damaged that is considered indicitive of that which is seen at the time of implant/explant.